Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: exchange from textured to smooth due to product concern.

Event description:
Patient reported an "exchange from textured to smooth due to concern with the product", "swelling...hardness, fatigue, and vertigo" against right side device. The events of "fatigue, and vertigo" are not device related. Physician confirmed the patient reported events and additionally reported capsular contracture, baker grade IV. Device remains implanted.